Manufacturer narrative:
The serial number was requested and unavailable at this time. Due to an unknown lot/serial number the manufacturing record investigation could not be performed. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted into the right hypogastric artery as an extension to a gore® excluder® iliac branch endoprosthesis (ibe) in the right common iliac to repair aortoiliac aneurysms. It was reported on october 3, 2023 a CT was completed to evaluate the presence of any endoleaks. At that time the physician¿s plan of care was no treatment and only to repeat the CT on march 13, 2024. The CT was repeated on march 13, 2024, the physician suspected, but was not certain, that the vbx stent graft had slipped distally out of the gate of the ibe in the hypogastric artery. Reportedly, to identify the issue the patient was scheduled for an angiogram and possible revision on (B)(6) 2024. On march 28, 2024 during the angiogram the physician reported that the vbx stent graft material had separated with the top half in the gate of the ibe and the distal part had either migrated, or was stretched and came apart somehow. There was no reported trauma or high impact activities with the patient during these timeframes. It was noted, the physician completed a successful reintervention in which an additional vbx device was implanted to bridge the exposed area between the fractured vbx stent graft using a radial approach from the left brachial artery. The patient tolerated the procedure, and had no consequences related to the event.

Manufacturer narrative:
Revised b5: added additional information. Revised h6: health effect - impact code ¿ added f1901, investigation findings ¿ added. Results of cta image evaluation, investigation conclusions ¿ added result of completed investigation. Revised h10: added: the imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: post-implantation cta dated (B)(6) 2024. Contrast is noted outside the implanted devices in the rci aneurysm sac. The riia is tortuous. The vbx has strut fractures and has separated from itself. The distal portion of vbx appears to have separated from the portion of vbx within the distal iliac branch endoprosthesis, thereby, causing a type iii endoleak from the separated portions of vbx device. The length from the distal end of the iliac branch endoprosthesis to the proximal separated portion of vbx is ~22mm, by centerline. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. The risk management file for the vbx device was reviewed and determined to be accurate and complete. No update is required. An assessment was completed to determine if the event conclusions warrant consideration for a CAPA, scar, and/or fir following md179991 appendix a. It was determined that no action is required. It was reported that a vbx device, implanted as an extension to an iliac branch endoprosthesis, was observed to be separated via CT imaging performed five months after implantation. The primary reported complaint of vbx device endoprosthesis separation was confirmed. Evaluation of clinical images provided identified separation of the vbx device endoprosthesis into two pieces. Fracturing of struts is and a type iii endoleak are noted. Images were available from one timepoint (B)(6) 2024. The root cause of the observed vbx device separation, strut fractures, and associated endoleak could not be established based on evaluation of the images provided. The vbx device remained implanted and was therefore not available for evaluation. Product details, including serial number and configuration, were not provided. The root cause of the reported failure modes could not be established with the information available.

Event description:
The following information was reported to gore: on (B)(6) 2023, a 8 l mm x 79 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft) was implanted into the right hypogastric artery as an extension to a gore® excluder® iliac branch endoprosthesis (ibe) in the right common iliac to repair aortoiliac aneurysms. It was reported on (B)(6) 2023 a CT was completed to evaluate the presence of any endoleaks with no results reported. At that time the physician¿s plan of care was no treatment and only to repeat the CT on (B)(6) 2024. The CT was repeated on (B)(6) 2024. The physician suspected, but was not certain, that the vbx stent graft had slipped distally out of the gate of the ibe and into the hypogastric artery. Reportedly, to identify the issue the patient was scheduled for an angiogram and possible revision on (B)(6) 2024. On (B)(6) 2024 during the angiogram the physician reported that the vbx stent graft material had separated with the top half in the gate of the ibe and the distal part had either migrated, or was stretched and came apart somehow. There was no reported trauma or high impact activities with the patient during these timeframes. It was noted, the physician completed a successful reintervention. Left brachial access was established and an additional 8 l mm x 79 mm vbx stent graft was implanted to bridge the exposed area between the fractured vbx stent graft. The patient tolerated the procedure, and had no consequences related to the event.